Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 21542456, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the healing of the pocket site was impaired and was oozing. The physician confirmed that the infection was not device or procedure related and that the cause was unknown. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.